Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: lower uterus"), pelvic pain ("chronic pelvic pain/pain/pelvic pain"), pregnancy with contraceptive device ("essure pregnancy that resulted in a miscarriage/pregnancy"), abortion spontaneous ("essure pregnancy that resulted in a miscarriage/miscarriage"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding ( menorrhagia"), genital haemorrhage ("abnormal bleeding(general) irregular bleeding/bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") in a 27-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2. Previously administered products included for an unreported indication: iud from 2007 to 2008. Past adverse reactions to the above products included infection with iud. Concurrent conditions included irregular menstrual cycle. Concomitant products included drospirenone + ethinylestradiol (yasmin) since 2016. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections/infection (bladder/urinary tract/vaginal): uti"), abdominal pain lower ("severe cramping/chronic lower left quadrant pain"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and nausea ("nausea"). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and surgery (novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, abdominal pain lower and mood swings outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, urinary tract infection, fatigue and nausea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device expulsion, fatigue, genital haemorrhage, menorrhagia, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion on (B)(6) 2011, hysterosalpingogram: confirmed placement of both essure coils and full of both tubes. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs received. Malposition of essure device location of device: lower uterus, mood swings, fatigue, nausea were added as event. Outcome of the events were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: lower uterus"), pelvic pain ("chronic pelvic pain/pain/pelvic pain"), pregnancy with contraceptive device ("essure pregnancy that resulted in a miscarriage/pregnancy"), abortion spontaneous ("essure pregnancy that resulted in a miscarriage/miscarriage"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding ( menorrhagia"), genital haemorrhage ("abnormal bleeding(general) irregular bleeding/bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") in a 27-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2. Previously administered products included for an unreported indication: iud from 2007 to 2008. Past adverse reactions to the above products included infection with iud. Concurrent conditions included irregular menstrual cycle. Concomitant products included drospirenone + ethinylestradiol (yasmin) since 2016. In october 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections/infection (bladder/urinary tract/vaginal): uti"), abdominal pain lower ("severe cramping/chronic lower left quadrant pain"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and nausea ("nausea"). In june 2016, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required). In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (transvaginal hysterectomy and bilateral salpingectomy), surgery (novasure ablation), surgery (novasure ablation), surgery (ablation, transvaginal hysterectomy and bilateral salpingectomy) and surgery (novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, abdominal pain lower and mood swings outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, urinary tract infection, fatigue and nausea had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device expulsion, fatigue, genital haemorrhage, menorrhagia, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-jan-2011: total bilateral occlusion on 11-jan-2011, hysterosalpingogram: confirmed placement of both essure coils and full of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("abnormal bleeding(general) irregular bleeding"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding ( menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud from 2007 to 2008. Past adverse reactions to the above products included infection with iud. Concomitant products included drospirenone + ethinylestradiol (yasmin) since 2016. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (transvaginal hysterectomy and bilateral salpingectomy), and surgery (novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2011, hysterosalpingogram: confirmed placement of both essure coils and full of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters details added. Aka names added.events abnormal bleeding(general) irregular bleeding, abnormal bleeding (vaginal, menorrhagia). Historical, concomitant drug, relevant lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("abnormal bleeding(general) irregular bleeding"), pregnancy with contraceptive device ("essure pregnancy that resulted in a miscarriage"), abortion spontaneous ("essure pregnancy that resulted in a miscarriage"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding ( menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 27-year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2. Previously administered products included for an unreported indication: iud from 2007 to 2008. Past adverse reactions to the above products included infection with iud. Concurrent conditions included irregular menstrual cycle. Concomitant products included drospirenone + ethinylestradiol (yasmin) since 2016. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (transvaginal hysterectomy and bilateral salpingectomy) and surgery (novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, urinary tract infection and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2011, hysterosalpingogram: confirmed placement of both essure coils and full of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- essure pregnancy that resulted in a miscarriage and device ineffective. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), menorrhagia ("excessive and abnormal bleeding during menstruation") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (transvaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, pelvic pain and urinary tract infection to be related to essure. Diagnostic results: on (B)(6) 2011, hysterosalpingogram: confirmed placement of both essure coils and full of both tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.